Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
No updates.

Manufacturer narrative:
Corrected data: d9. Device not returned for evaluation.